Event description:
The tip of a glidescope bflex 5.8 single-use bronchoscope broch off during a bronchoscopy done at bedside by intensivist in intensive care unit (ICU). Patient on extracorporeal membrane oxygenation (ECMO).